Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: angioguard rx catalog number 601814rmc, lot number 70712471. As reported by the (B)(4) registry six days post carotid artery stenting (cas) in the bifurcation of the left common carotid with an 8x40mm precise stent, a patient experienced an episode of aphasia that was diagnosed as an ischemic stroke. The event lasted greater than 24 hours per the cec adjudication minutes. Baseline nih and rankin scores were both 0. The patient was asymptomatic at study inclusion. Cas was performed on a 90% occluded lesion in the bifurcation of the left common carotid of 10mm in length in a 5.0mm vessel diameter. The arch ii lesion was mildly calcified. A 6mm medium support angioguard was successfully deployed past the lesion and a 8x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 30%. The angioguard was successfully removed and there was no debris found in the basket. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. Per the cec minutes, following the procedure the patient had issues with low oxygen saturation and confusion with ¿word hunger.¿ this responded to oxygen and nebulizer treatments. The patient was actually discharged two days later. Nih and rankin scores remained at 0. Six days later, the patient had worsening issues with trying to get words out. MRI showed "multifocal infarcts of left cerebral hemisphere without associated hemorrhage or significant mass effect. There were also changes suggestive of chronic small vessel ischemic disease. Carotid duplex ultrasound 4 days later demonstrated widely patent stent. Neurology follow up on the same day indicated that the nih stroke scale score was 0 and the rankin stroke scale score was 0. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported event.

Event description:
As reported by the (B)(4) registry six days post carotid artery stenting (cas) in the bifurcation of the left common carotid with an 8x40mm precise stent, a patient experienced an episode of aphasia that was diagnosed as an ischemic stroke. The event lasted greater than 24 hours per the cec adjudication minutes. Baseline nih and rankin scores were both 0. The patient was asymptomatic at study inclusion. Cas was performed on a 90% occluded lesion in the bifurcation of the left common carotid of 10mm in length in a 5.0mm vessel diameter. The arch ii lesion was mildly calcified. A 6mm medium support angioguard was successfully deployed past the lesion and a 8x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 30%. The angioguard was successfully removed and there was no debris found in the basket. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. Per the cec minutes, following the procedure the patient had issues with low oxygen saturation and confusion with ¿word hunger.¿ this responded to oxygen and nebulizer treatments. The patient was actually discharged two days later. Nih and rankin scores remained at 0. Six days later, the patient had worsening issues with trying to get words out. MRI showed "multifocal infarcts of left cerebral hemisphere without associated hemorrhage or significant mass effect. There were also changes suggestive of chronic small vessel ischemic disease. Carotid duplex ultrasound 4 days later demonstrated widely patent stent. Neurology follow up on the same day indicated that the nih stroke scale score was 0 and the rankin stroke scale score was 0.